Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached premature elective replacement indicator (eri) / end of service (eos). The crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient fell due to the multiple shocks onto the driveway. Neighbors found him and called for an ambulance. It was further reported that the patient was ruthlessly shocked several times by the malfunctioning device on top of experience the excruciating pain and what was describe as a "firecracker exploding in the chest." It was also reported that the malfunction caused the heart to flatline and the severity of the pain and suffering caused by the malfunction of the product is almost impossible to describe. The cardiac resynchronization therapy-defibrillator (crt-d) device reached premature elective replacement indicator (eri) / end of service (eos). The crt-d device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.